Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with radiculopathy, herniated disc, cervical degenerative disc disease and underwent extrapharyngeal anterolateral approach surgery at c5-c6, c6-c7 levels. Post-operatively, during a routine visit to the hospital, the patient complained of a right forearm numbness approximately one time in a two week period that was not present pre-surgery. No device malfunction was reported. The patient outcome was reported as being pending. The patient was treated with physical therapy.